Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer's mother stated that the insulin pump shut off by itself. The customer's mother stated that the insulin pump was resetting by itself as well. The customer's mother reported that the display was blank. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after troubleshooting. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display was noted. The pump was monitored for 48 hours and no resetting the settings was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.